Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, the port seemed to be leaking from the iris valve. Insufflation could not be maintained and had to be set to a higher pressure to get to a pressure that would maintain pneumoperitoneum. The pressure was never steady throughout the procedure. No pt consequences were reported.